Manufacturer narrative:
Despite multiple attempts, no additional information was received from the local representative.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for unknown reasons. The death/out-of-service form listed 'other/non-product experience' as the reason for explant. The local representative reported that the capped implantable right atrial lead was explanted. During the explant of the capped right ventricular lead, the patient experienced a drop in blood pressure due to acute bleeding into the pleural space during radio frequency laser extraction. Pulseless electrical activity (pea) developed and despite emergency measures, the patient could not be stabilized and died. The patient's device history was significant for surgical capping of the right atrial and right ventricular leads in 2007 due to system upgrade from pacemaker to implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that the procedure was performed in the hospital's operating room. The physician was not able to determine if the drop in blood pressure was due to bleeding as a result of the extraction procedure. No products will be returned as all products were requested for possession by the medical examiner.